Event description:
Consumer reported taking lantus insulin with solostar pen and bd pen needle. Consumer had a reaction and developed a (2" x 4") red raised area on her abdomen at injection site. Incision was made and drainage was done on the red raised area.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.